Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A distributor clinical application specialist reported that while training a doctor, the doctor had a capsule tail on a patient and when trying to remove it caused a minor radial tear.